Manufacturer narrative:
The reporter informed the company that the product has been discarded.

Event description:
Consumer e-mail stated the toothbrush head fell apart in his wife's mouth while she was brushing. No injury was reported.